Event description:
No flow was reported from a clear link access set. The user attempted to access one of the luer's, but was not able to administer the medication. They then accessed a second y-site and were able to deliver the medication, but reported resistance. This occurred during patient use. There was no report of medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.